Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient underwent a previous procedure on (B)(6) 2010 and elevate and restorelle were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2010 concurrently with anterior and posterior colporrhaphy using graft augmentation and cystoscopy due to repair of enterocele, pelvic relaxation, palpable ams hook, dyspareunia, vaginal vault prolapse and cystocele. It was reported that following insertion the patient experienced pain, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent excision of mesh and mesh anchors on (B)(6) 2012 due to dyspareunia, pelvic relaxation and pelvic pain. It was reported that patient underwent surgery and omnisure urethral sling was also implanted on (B)(6) 2010. It was reported that patient underwent laparoscopic bso, lysis of adhesions, and entero-adhesiolysis and another mesh was implanted on (B)(6) 2012. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).